Manufacturer narrative:
(B)94). Eval method: device history reviewed. Results: device history review found the product met specs when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history review was reviewed and showed that this valve met all mfg spec for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. It was reported that the stent appeared to be stable and that the plan is to follow the pt, as the pt is not symptomatic at this time.

Manufacturer narrative:
Additional information was received that 4 years and 3 months following implant, the valve was explanted due to compression and stenosis of the valve. Additional information and return of the device has been requested. A supplemental report will be filed should additional information and/or device become available for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received info that this bioprosthetic valve, implanted for six months in a 16 year old pt, exhibited signs of structural damage. The pt underwent a routine postoperative fluoroscopy six months following implant and it was noted on digital imaging of the stent in several views, that there was a slight antero-posterior (ap) intermittent dimension change with heart motion. At least two frame fractures were identified. Ap dimensions were diminished to 10-13 mm. It was reported that the stent appeared to be stable. Add'l info was received that the plan is to follow the pt, as they are not symptomatic at this time.